Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not allow the camera to thread. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula handle. No visual defects were observed. The dissection tip was not returned for evaluation. A mechanical evaluation was conducted. A reference endoscope was inserted and retracted without any observed difficulty. The device was evaluated five times for the scopes ability to fit inside the cannula bell. Based on the return condition of the device and the results of the investigation, the reported complaint "fitting problem; not threading onto scope" was not confirmed as the dissection tip was not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not allow the camera to thread. A replacement device was used to complete the procedure. The hospital did not report any patient effects.